Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a left atrial appendage occlusion (laao) procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Ice imaging was used with a non-abbott system (zonare ultrasound system). Access was attained in the right groin and the ice probe was advanced to the right atrium. A non-abbott device (bsx versacross device) was advanced to the superior vena cava (svc) over the non-abbott device (versacross wire). Multiple attempts to go transeptal were made under ice guidance but septal tenting was not seen. The introducer was used with the non-abbott device (versacross wire) to attempt crossing the septum. After several more attempts, 5.6mm effusion was visualized. 30mg of protamine was given and the case was aborted. The patient was brought to the post op holding area where pressures began to drop. A transthoracic echocardiogram (tte) was performed, the patient was brought back to the cath lab for a pericardiocentesis, and the patient stabilized. There were no alleged performance issues with any abbott device.